Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that implant number 19 was placed in dr office in 2021. Dr, had trouble with implant crown becoming loose and needed to be re-cemented over 5 times. Patient was referred to clinician in 2022 where different procedures had occurred like placing an abutment instead of the crown and replacing the crown instead of the abutment. On (B)(6) 2023 patient was in the office for debridement procedure of a 6mm periodontal pocket on site 19. This is where the fracture was discovered by dr. Patient was scheduled to come back on (B)(6) 2024 for implant removal with site preservation. Implant size and brand was provided in the initial referral by dr. Noted inflammation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) unknown zimvie implant for evaluation. Visual evaluation was performed, a fracture has been identified on the implants collar. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the [unknown zimvie implant] is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation was clinician selects implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the collar. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.